Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600330 investigations did not show issues related to complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device misfired during use. The clip was stuck in the applier, it never fired. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears typical. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The sample would not load any clips into the jaws. The sample was disassembled to look at the internal components. Upon disassembly, it was found that 9 clips remained in the channel indicating that 6 clips were fired by the end user. There was damage to multiple components of the sample. The feeder was damaged at both ends which prevented the clips from being pushed out of the feeder and into the jaws. The yoke was also damaged. No other defects or anomalies were observed. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure other remarks: of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event.

Event description:
The device misfired during use. The clip was stuck in the applier, it never fired. The patient's condition was reported as fine.